Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed an incoming functionality test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation, the hardware that fasten the c/a and defibrillator boards together at connectors j1002 and j1003 were loose. The monitor failed the incoming functionality test as a result of the loose connections. The root cause for the loose connections could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the loose connections at j1002 and j1003. The last pt to use this monitor did not report any deficiencies.